Event description:
Erratic results while using the suspect device. Patient reported obtained a blood glucose result of 30 mg/dl, while using the suspect device. Patient stated that no action was taken and, 1 hr later, her blood glucose measured 396 mg/dl, on the suspect device. Patient stated that, 4 hrs later, she retested her blood glucose using the suspect device and obtained a result of 19 mg/dl. Based on this result, patient reportedly self-treated, by eating bread and bacon. Two hrs later, patient retested blood glucose and obtained a result of 260 mg/dl. Patient then sought treatment at her physician's office. Patient was reportedly advised that it is not possible for blood glucose to increase from 19 mg/dl to 260 mg/dl, over the course of 2 hrs. Pt indicated that a venous sample was obtained, and sent to a lab; however, at the time of the report, patient did not know the value. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.